Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation, but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization treatment, the implant unintentionally detached when it was retracted back into the microcatheter. The physician attempted to push the coil out of the catheter tip with a guide wire to place it in the target vessel, but it moved to an unintended location. A snare was used to remove the implant from the patient. Another coil was used to embolize the target vessel, and the procedure was successfully completed. No patient injury reported.

Manufacturer narrative:
The investigation of the returned coil system found the black pet damaged, the proximal connector kinked, and the implant stretched and damaged at the proximal end. The implant was returned separated from the pusher; however, the attachment monofilament was not present in the pusher. Without the return and evaluation of the monofilament, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.